Manufacturer narrative:
The pump was received with motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. There was no cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.